Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
(B)(4). Device analysis: analysis of the implantable neurostimulator found ¿good stable output.¿ it was noted there was no anomaly found.

Manufacturer narrative:
Product ID 748251, serial# (B)(4); product type extension. Device evaluation: analysis of the extension found that ¿breached depressions were observed on the outer insulation of the extension, 9.7-11.5 cm from the proximal end.¿ it was stated ¿the extension was electrically ok.¿

Event description:
Additional information stated the patient received a new extension the week prior to report because the problems after changing the implantable neurostimulator (ins) were not eliminated. Additional information reported the patient was feeling well following the extension replacement and that he was also receiving an effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ¿suddenly felt current proposals in the area of the stimulator.¿ it was further reported the patient had experienced the ¿current proposals¿ for two weeks prior to report while programmed for unipolar stimulation. It was stated that when the patient was reprogrammed for bipolar stimulation, the patient no longer experienced ¿current proposals.¿ it was noted that impedance testing, x-rays, and reprogramming has been performed and the cause of the issue remained undetermined. Impedance testing found ¿no abnormalities.¿ it was stated there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.